Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The following information was requested, but unavailable: did retrieving the tissue pad cause a change in the plan of care for the patient? No. Is the detached tissue pad being returned with the device? Don¿t know. Or, was the detached tissue pad discarded? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Don¿t know.

Event description:
It has been reported that during an unknown procedure, the tissue pad detached from the clamp arm and fall off. The piece has been retrieved. No harm to the patient.

Manufacturer narrative:
(B)(4). Batch # n9021t. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.